Event description:
It was reported that the camera head had no image in preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, g3, h2, h3, h4, h6, h10, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bad rusted video connector a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the intermittent flickering image was due to kink/knot twisted cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image in preparation for use for an unspecified procedure. There were no reports of patient harm.